Manufacturer narrative:
As received, a complete lead was returned in one piece measuring 86.0 cm. Analysis was completed. No lead issue found.

Event description:
It was reported that the patient presented for an implantation. During the procedure, the left ventricular lead was unable to fixate as the shape of the lead didn't work well with the patient's anatomy, and exhibited a high capture threshold. The lead was not used, and a different model was implanted. The patient was in stable condition.